Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), penumbra system red 43 reperfusion catheter (red43), and a benchmark bmx96 access system (bmx96). During the procedure, while advancing the red68 containing the red43 to the clot, the physician noticed blood was leaking at the hub of the red68 and rotating hemostasis valve (rhv) connection. It was also reported the physician then noticed the hub of the red68 was fractured. Therefore, the red68 was removed. The procedure was completed using a new red68, same red43, and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red68 revealed a crack on the hub and confirmed a leak. The crack on the hub is likely the reported fracture. If a rotating hemostasis valve (rhv) is over-rotated onto the hub of the red68, damage such as this may occur. During evaluation, the red68 was observed to be leaking from the crack in the hub while flushing the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.